Event description:
I got essure (conceptus) in (B)(6) 2011. I had significant pain during the procedure and some queasiness and dizziness after the procedure but went home that day and felt fine the next day. I waited 3 months and got my dye test, which indicated that one of the coils had fallen out into my uterus and was embedded. My doctor scheduled a surgery to remove the coil from my uterus and insert a new one into my fallopian tube. When I went in for the second procedure, an essure rep was in the room. The doctor forgot to remove the coil that was embedded in my uterus (she placed the other one first) and had already removed the equipment so she looked up at the rep and said "do I need to go back in? I don't want to put her through the pain". He said no and that the coil would most likely be passed with my next period. My doctor agreed so they left it in, explaining to me that it was a closed environment and thus wouldn't do any harm. A few months later, I started having intense pain in my lower right pelvis. I called my doctor and she did an ultrasound looking for a cyst and found nothing. I went home and treated the pain with ibuprofen (per my doctor's orders) but the pain continued. Six months later, it became unbearable. I went back in for another scan and a CT scan, and the CT scan revealed that the missing coil had somehow moved out of my uterus (no one knows how, both my doctor and essure rep say it's impossible) and embedded itself in my bladder. A second opinion by a different ob and a second CT scan revealed the same problem. No one is sure how it happened, but it did. Both the original doctor and the second opinion doctor recommended surgery to remove the coil and repair my bladder, but my insurance deductable is (B)(6). I didn't have the money to pay for the secondary surgery and so I had to postpone it. I've been living with the pain for six more months now, trying to treat with ibuprofen and hoping the coil doesn't cause damage.